Event description:
The event is reported as: during a laparoscopic procedure which involved the taut reducer cap; it was noticed that a white ring had detached and fallen inside the pt. The ring was removed by the surgeon with an instrument. The incident did not result in any injuries to the pt.

Manufacturer narrative:
The sample device was sent to the mfg facility on 10/26/2009. The results of the device sample eval, and investigation are not available at the time of this report.